Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 0(B)(6)2024. On (B)(6)2024, it was reported that the patient experienced inaccurate cgm values. While eating, the egv was 138 mg/dl. After eating, he experienced shakiness and fell. The spouse transported him to the hospital. The behavior of the display device at that time was not described. No treatment was provided. In the ed, the egv was 90 mg/dl while the bg was 52 mg/dl. The patient was given IV sugar and insulin at an unspecified time before discharge the next day. The patient was feeling fine at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. While eating, the egv was 138 mg/dl. After eating, he experienced shakiness and fell. The spouse transported him to the hospital. The behavior of the display device at that time was not described. No treatment was provided. In the ed, the egv was 90 mg/dl while the bg was 52 mg/dl. The patient was given IV sugar and insulin at an unspecified time before discharge the next day. The patient was feeling fine at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during the time the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid when the patient was in the ed. No additional patient or event information is available.